Event description:
The customer reported multiple discrepant sodium results on their rp500e instrument on one patient over several days compared to repeat testing of the same samples on non-siemens blood gas instruments. There is no report of injury due to this event.

Manufacturer narrative:
The customer has provided instrument log files for further investigation. Investigation is underway. The cause of this event is unknown.

Manufacturer narrative:
Siemens has completed the investigation of the provided instrument log files. A review of the systems datalog found obstruction errors which are caused by obstructions in the sample path like blood clots. There is also evidence of the sodium sensor being exposed to interferents like quaternary ammonium compounds (qac) or chlorohexidine. The customer is using clinell wipes as a disinfectant and it is known to contain chlorohexidine.